Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined, however, the surgeon's operative report stated the angio-seal was intra-arterial. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported following a cardiac catheterization procedure, a 6f angio-seal vip was used. The pt was discharged home. The next day the pt returned to the cardiologist's office with complaints of right leg pain and coolness with no palpable femoral pulse. The pt was admitted to the hosp where a right groin exploratory, thrombectomy, and surgical repair procedure was performed. The surgeon's operative notes stated the angio-seal was withdrawn into the femoral artery. The angio-seal was removed and good blood flow was restored through the external iliac artery. The pt recovered well.